Event description:
According to the customer on (B)(6) 2022 he was using his rollator device walking to the train station when the front right wheel came off after hitting a brick and the customer fell forward to the ground striking his head, and leading to a laceration that required 20 stitches.

Manufacturer narrative:
According to the customer on (B)(6) 2022 he was using his rollator device walking to the train station when the front right wheel came off after hitting a brick and the customer fell forward to the ground striking his head, and leading to a laceration that required 20 stitches. Per the customer there were bystanders available to assist in getting him to a bench and calling an ambulance. The customer was taken to the local hospital where he received the stitches. The sample is reported to be available but has not been returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.